Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) ranging from 25-599 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the fluctuating bgs. Customer waited for the pump to bring down bg level and consumed carbohydrates to address low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the fluctuating bg was unknown, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional.